Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study outpatient management of air leaks is safe and effective. [(B)(4)].

Event description:
Received an article titled "outpatient air leak management after lobectomy: a cms cost analysis". The purpose of the article was to evaluate the safety and cost efficiency of a protocol for outpatient management of air leaks with a portable drainage system (pds). Per the article five device malfunctions related to broken chambers.